Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the device operates differently; however the treatment appears to be related to circumstances of the procedure as a new device was used to achieve hemostasis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that vessel puncture closure was attempted using proglide devices. Reportedly, four proglides were used and one failed. There was no reported adverse patient sequela. No additional information was provided.